Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (4 mg/ml at 1.1492 mg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that she was seeing a patient in the clinic today that had an alert empty pump reservoir. The hcp checked the logs during the call and saw that the pump went empty on (B)(6) 2020. The low reservoir alarm occurred on (B)(6) 2020. The hcp was planning to refill the patient¿s pump today. No patient symptoms/complications were reported. No further complications were reported/anticipated.